Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018. During the procedure, the screw threads began to unwind while implanted in the patient. All fragments were retrieved. It is unknown if there was surgical delay. Patient's outcome is unknown. It is unknown if procedure was completed successfully. This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This complaint is a duplicate and all information will be reported on complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is a duplicate and all information will be reported on complaint (B)(4).